Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch report: b4, g3, g6, h2, h6 and h11. Pre-shipment photos were receive. The photos showed a kink condition at 93 cm from the distal end of the catheter's shaft. The appearance of the shaft surface at the distal end of the catheter was different from the other areas as the internal coating was not uniform approximately from 1.4 cm to 4.5 cm from the distal end. Additionally, after magnification, the coating appeared thinned. A manufacturing record evaluation was performed, and no non-conformance's related to the reported complaint condition were identified. The customer complaint was confirmed. This investigation was performed based only on the photo provided. An assessment will be performed as per the conditions of the device returned. The kinked condition was not originally reported, and the exact time of occurrence cannot be determined; therefore, this is not considered related to the issue reported. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch: b4, d9, g3, g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # ==> (B)(4). Updated sections on this med watch report: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: as reported by the field, during the prepping of a 132cm cereglide 71 catheter (nic71132c, 31281884), water leak between the tip of the cereglide 71 and the shaft was noted. No negative impact to the patient was reported. Additional event information was received on 08-nov-2024 indicating that device had not been re-shaped after removal from packaging pre-shipment photos were receive. The photos showed a kink condition at 93 cm from the distal end of the catheter's shaft. The appearance of the shaft surface at the distal end of the catheter was different from the other areas as the internal coating was not uniform approximately from 1.4 cm to 4.5 cm from the distal end. Additionally, after magnification, the coating appeared thinned. A non-sterile 132cm cereglide 71 catheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and a stretched condition was found at 4.50cm from the distal end. The internal coating of the tip was noted to be delaminated. These conditions are consistent with the damages seen in the provided pictures. The catheter was flushed using a lab-sample syringe, and the water was leaking from the stretched section found. It was noted that as a result of the stretching, the plastic outer layer was fractured, leaving the internal braided wires exposed. The issue reported regarding leakage was confirmed during the functional test. Factors not described in the information provided, such as device manipulation, and operator¿s technique, may have contributed to the issue encountered. According to the risk documentation a damaged catheter is a potential issue that can occur during device removal from hoop due to user technique. With the limited information available, a conclusive cause cannot be determined, however, given the broad sequence of events, there is no indication that the issue reported in the complaint is related to a manufacturing issue. A manufacturing record evaluation was performed for the finished device 31281884 number, and no non-conformances related to the malfunction were identified. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent damages such as catheter stretching and kinking from leaving the facility. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use contain the following precaution: ¿ exercise care in handling the intermediate catheter to reduce the chance of accidental damage. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Section d2b: procode is nry/qjp. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The complaint was submitted with a photograph of the device, which is pending further analysis. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during the prepping of a 132cm cereglide 71 catheter (nic71132c, 31281884), water leak between the tip of the cereglide 71 and the shaft was noted. No negative impact to the patient was reported. Additional event information was received on 08-nov-2024 indicating that device had not been re-shaped after removal from packaging